Manufacturer narrative:
(B)(4). Date sent: 6/16/2022. Investigation summary: per service manual operational and diagnostic analysis confirmed the self activation issue. The h-bracket scroll pump and wire harness current sense cable were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2023. Investigation summary:per service manual operational and diagnostic analysis confirmed the self activation issue. The stabilizer motor bracket, ptfe pipe thread tape, molex micro fit 4 pin dual row were replaced and the wire harness current sense cable was reconnected as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. H10, h6 component code.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2021. Per service manual operational and diagnostic analysis did not confirm the reported self activation. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Additional information was requested, and the following was obtained: what is meant by ¿outputting but activating¿? Can you please provide more information? Answer = sometimes the mese1 suction without the activation of the electrosurgical unit connected with mese1.

Event description:
It was reported that during an unknown procedure, there are times when it is not outputting but activating. There was no adverse consequence to the patient. The customer does not want to provide additional information about this pc.